Event description:
The patient had an intravenous catheter placed in prepartion for surgery. The nurse noticed that blood was leaking from the intravenous catheter. Upon further investigation, the blood was squirting out from a pin hole between the intravenous catheter and hub of the intravenous catheter. The intravenous catheter was removed and another intravenous access was established. All of the intravenous catheters from that lot were removed from all patient care areas. The manufacturer was notified and we are waitng to hear from them.